Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 44 mg/dl and after eating lunch it increased to 67 mg/dl. Troubleshooting was initiated for the low blood glucose. The patient ate more food and his current blood glucose is 198 mg/dl. The drive support cap appeared normal. The insulin pump programming was accurate. The insulin pump was not exposed to an MRI or worn during a medical procedure. The customer was advised to monitor the insulin pump and blood glucose. No products were returned or replaced.